Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
No abnormalities that could have contributed to this event were found during the device history records review and the product was released according to company acceptance criteria. System history shows that the laser was verified successfully prior and after the date of treatment. No technical root cause could be identified as the system is operating within specifications. (B)(4).

Event description:
A center director reported a patient with corneal haze observed at two months post prk. The topical steroid dosage was increased. Upon additional follow up, the reporter indicated the patient is doing well with improved vision, trace corneal haze was noted at the last office visit and the steroid drops were decreased. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.